Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. During functional testing, a constant reload set error was reproduced. The event history log (ehl) review was performed and revealed "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor being out of specification. The ultrasonic sensor requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6 and h11. H6: update the code ¿b11¿ to ¿b14.¿ h11: update the statement ¿a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event¿ with ¿a device history review revealed no issues that could have caused or contributed to the reported issue.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an error message of air detected all the time during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.